Event description:
The customer used the device to check their blood glucose prior to going to bed. They obtained a result of 300 mg/dl and skipped their snack due to the reading. Family member found pt passed out later. Emergency medical techs were called and they checked patient's glucose on their equipment and the level was 21 mg/dl. Emergency medical techs gave pt glucose and grape juice. The device was replaced and requested to be returned for evaluation. Controls were not used on the system.